Manufacturer narrative:
Zoll has received the autopulse battery in complaint for investigation, on 09/03/2015. However the investigation is still in progress. A supplemental report will be filed if and when the product is returned and investigation has been completed.

Event description:
It was reported that the autopulse li-ion battery won't take a full charge and will only charge up to 3/4 of the way. The customer has used different charging stations. There were no reports of any patient involvement. No additional details were provided.

Manufacturer narrative:
The li-ion battery (s/n (B)(4)) was returned to zoll san jose for evaluation. Visual inspection was performed and no physical damage was observed to the battery. The battery passed all the testing criteria. The reported complaint was not confirmed.